Event description:
It was reported that during a rotational atherectomy percutaneous coronary interventional procedure, a stent explantation occurred. The vessel location is unknown, although the lesion was 20mm long and the vessel was 3.0 mm in diameter. The lesion was severely tortuous, with a greater than 90 degree angle. The concentric lesion was severely calcified and 95% stenosed. Following rotational atherectomy with the 1.5mm rotalink burr, the physician noted that a stent placed previously had been extracted. The physician had noted resistance during ablation. The physician then deployed another stent in the lesion. No patient complications were reported, and patient status was reported as 'ok'.

Event description:
It was reported that during a rotational atherectomy percutaneous coronary interventional procedure, a stent explantation occurred. The vessel location is unknown, although the lesion was 20mm long and the vessel was 3.0 mm in diameter. The lesion was severely tortuous, with a greater than 90 degree angle. The concentric lesion was severely calcified and 95% stenosed. Following rotational atherectomy with the 1.5mm rotalink bur, the physician noted that a stent placed previously had been extracted. The physician had noted resistance during ablation. The physician then deployed another stent in the lesion. No patient complications were reported, and patient status was reported as 'ok'.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4): an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)